Event description:
It was reported that the physician requested review of this implantable cardioverter defibrillator (ICD) data to confirm device operation. Upon review, it was noted that the anti-tachycardia pacing (atp) therapy delivered was not successful. An appropriate shock was delivered; however, the rhythm accelerated from the vt zone to the vf zone after shock therapy was applied. The device then delivered a second electric shock and was not successfully converted the rhythm. Reprogramming efforts were performed and ongoing follow up will be conducted. No additional adverse patient effects were reported. This device system remains in service.